Event description:
It was reported that a screw fused to the driver. The surgeon was unable to retrieve the screw and eventually ended up cutting the screw head off; the body/shaft of the screw remains in the pt unretrieved. The reporter did not have any add'l info, and stated no further info is available. No further pt info was provided at the time of this report or made available in response to f/u communication. No add'l adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for eval, but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the info available and without device eval. Device history record review revealed nothing relevant to this event. Based on the info provided, the most likely cause of this type of event is improper bone preparation, or use of the wrong driver. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and add'l relevant info is obtained, a f/u report will be submitted.